Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 02/22/2016 to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Dates of issue and sensor insertion are approximations. Skin reaction was located at the site of sensor insertion, where the adhesive patch sits on the skin. Patient reported that the reaction was blistered and that in the past, reactions have turned blood red. There was no scarring. Affected area was treated with over-the-counter cortisone and vaseline. On (B)(6) 2015 patient saw their health care provider and was diagnosed with contact dermatitis. Patient was not prescribed anything but was recommended to try out a tegaderm patch. No additional event or patient information was provided.